Event description:
Post angiogram noted a small proximal type I endoleak and a distal type I endoleak on the ipsilateral leg., the main body graft had been deployed 5-6mm lower than the ideal landing site partially due to the severe angulation in the aortic neck. As a result, the graft did not effectively seal off the aneurysm. A main body extension was deployed at the proximal sealing site of the suprarenal stent and the proximal endoleak was resolved. In order to resolve the distal endoleak, another manufacturer's leg graft, measuring 20mm in diameter was placed in the distal portion of the iliac leg graft obtaining a good seal of the aneurysm. Final angiogram viewed a good exclusion of the aneurysm. Please refer to 1820334-2004-00133 for additional info.